Manufacturer narrative:
Evaluation summary: the product history records were reviewed and documentation indicated the product met release criteria. There was no sample returned; therefore, the root cause cannot be identified. The lens remains implanted. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on 12/29/2014. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient experienced negative dysphotopsia. In a follow-up, a technician reported that approximately eight months after the initial iol implantation, a "piggy-back" lens was also implanted. The reported events of dysphotopsia then resolved.